Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Additionally, it could be verified that there are current controls in place to prevent this type of malfunction in our manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient this fogarty clamp, the fitting was too loose and therefore sometimes lost grip and gets lost during surgery. The insert was found causing no damage. Patient demographics requested and unable to be obtained. There was no allegation of patient injury. The device was not available for evaluation.